Manufacturer narrative:
The technician found the lower pivot bolt; roller guide and latch bushing were missing from the siderail. The technician replaced the hardware to repair the stretcher.

Event description:
Information received indicates the left siderail will not latch.